Event description:
Event description guidant received information that this device had stored multiple ventricular tachycardia episodes which did not appear to be from an arrhythmia. The markers displayed a ventricular paced event followed by a ventricular sensed event. A technical service consultant suspected loss of capture. No adverse patient effects were reported.,